Manufacturer narrative:
H10: the sample was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted a damaged female connector. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing failed due to a leak beneath the minicap. The transfer set was retested using an in-lab minicap and a leak beneath the minicap was again observed; indicating damage was present on the female connector which caused the leak. The reported condition was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the transfer set and minicap which resulted in iodine leakage. This event was further described as, ¿had iodine leakage as the set cannot be tightly connected to mini cap¿. This occurred at home after peritoneal dialysis therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.